Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive received the large hem-o-lok clip applier associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grips to be related to the customer reported complaint. The instrument was found to have a broken grip tip preventing the instrument to hold onto the clips and making the instrument to be unusable. The grip pin was found to be broken off. The broken piece was not returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow-up MDR will be submitted with analysis results.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws were broken on the large hem o lok clip applier. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the jaws were bent and did not hold the clip. The instrument was inspected prior to use. The surgeon was attempting to clip tissue when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. No fragments fell inside patient anatomy.